Manufacturer narrative:
(B)(4). The device is owned by maquet cardiopulmonary (B)(4). The device was received by the manufacturer and sent to a supplier for further evaluation and repair. During the suppliers investigation the failure could be confirmed. Based on the available information to the manufacturer at this time an unapproved modification of the device (on the eeprom) was performed after the initial release of the product in question. It cannot be determined anymore when and by whom the modification was performed. The eeprom is placed on an ic socket and could possibly have been exchanged / manipulated. The calibration values 4ccccc are standard values. These values are, after the calibration, replaced by exactly coordinated values matched to the flow sensor (hex) and stored/saved in the eeprom. The function of the device itself will not be influenced due to those manipulations, but certainly the accuracy of the flow measurement / the accuracy of the displayed flow on the console. An actualization of the eeprom to the correct serial number and the calibration factors was performed. The system was successfully tested to manufacturer specifications.

Event description:
(B)(4). During the evaluation of the device it was noticed that the eeprom of the device was manipulated. The eeprom of the rfd did not display the serial number or the calibration values, only 4ccccc. (B)(4).